Event description:
Pump experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various components of the pump, but the customer was unable to successfully load the cartridge. Consequently, technical support referred the customer-to-customer service for further troubleshooting.